Event description:
The suspect meter was showing variation in test results when compared to the lab. The reporter stated the meter was consistently giving an error 411. On the previous day, the patient yielded an inr of 5.2. However, no change in dose was made. Patient showed symptoms of bruising and bleeding from the nose and mouth. Patient was admitted to the hospital and additional testing performed. Lab result yielded an inr of 38. Patient administered vitamin k and frozen plasma. The last meter result yielded an inr of 6.2. Replacement meter sent. Further follow-up to be performed.